Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the hearstring seal cracked while loading into the delviery tube. The surgeon used a second heartstring seal to complete the procedure. No patient complications were reported by the hospital.